Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.2, lab: 5.5. Pt's target therapeutic range is 2.0-3.0. Comparison was done within 1 hour of meter result because pt seemed to bleed easily from finger stick and customer was suspicious of 1.2 result.

Manufacturer narrative:
Per issue, pt is taking antibiotics and pain medication. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 1.2 inr, reference = 5.5 inr, mean = 3.35, confidence limits = 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 264479 on (B)(6) 2011 met accuracy and precision criteria. Test results are as follows: donor 137 = 3.7, 3.6, 3.6 inr; donor 138 = 3.5, 3.4, 3.2 inr. At least two out three replicates are within the allowable bias (+ or -1.0) of reference results for donor 137 (3.60 inr) and donor (3.32 inr), respectively. In-house test results have 1.59% and 4.54%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Investigation conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(6) 2011, 2 discrepant result complaints were reported for lot #264479 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.